Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time, post filter deployment, it was alleged that the filter struts perforated into organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 10/2018).

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately, eleven months of post deployment, the patient complaints of chest pain and abdomen pain, a computed tomography (CT) chest with contrast was performed and it was revealed mild degree of nonocclusive bilateral pulmonary emboli. Around, three months later, a computed tomography (CT) chest with contrast was performed and results are compared with previous results. The pulmonary emboli seen previously have partially resolved. Nonocclusive synechiae are identified in left upper lobe pulmonary arteries along with right lower lobe pulmonary artery. These have partially resolved since prior study. No new emboli. Around, nine months later, a computed tomography scan of abdomen and pelvis was performed and showed superior extent of filter was at the l1-l2 disc space, inferior extent at l3 vertebral body. A total of two prongs have perforated the inferior vena cava. Maximum distance prong perforated is 3mm. Around, two years and three months later, a computed tomography (CT) chest with contrast was performed and it revealed chronic pulmonary embolism was identified in the left upper lobe. This was nonobstructive in nature and has decreased since the prior examination. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc). Additionally, it can be confirmed that the patient experienced pulmonary embolism (pe) post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: d4(expiry date: 10/2018), g3, h6(method). H11: h6(result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time, post filter deployment, it was alleged that the filter struts perforated into organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.